Manufacturer narrative:
Reference medwatch # 2916596-2015-00896 for the reported driveline infections. (B)(4). Approximate age of device - 6 years. A correlation between the device and the reported event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to multi system organ failure while in hospice care. It was reported that the patient had an ongoing driveline infection for several years and it was suspected the patient may have been septic. It was reported that the pump was functioning as intended at the time of the patient's death. No further information was provided.